Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/21/2025, it was reported by a sales representative via (B)(4) that an ar-8806 grs handle, blade disposable that goes on the blade, fell off inside the patient. This was discovered during the case with no patient harm.